Event description:
Info received indicates the bed exit alarm is not audible.

Manufacturer narrative:
The technician found piezo on the scale circuit board was not functioning. He replaced the scale circuit board to repair the bed.